Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that before inserting the needle into the pt, the operator activated the needle by mistake, resulting in a burn to the pt. The burn was described as 3rd degree and treated with conservative measures. The pt's status was reported to be fine.